Event description:
The customer reported that they experienced a leak and observed dried blood in the centrifuge after a donation procedure. They did not receive an alarm. The collected product was destroyed. Due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. Upon visual inspection, a leak at the control y connector was noted. A crack/mold defect on the outer control y surface was also noted. Blood loss due to a leak that goes undetected is minimal. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to a centrifuge leak as experienced by the customer. A review of the lot for similar reports was carried out, none have been reported. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation is in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: photos were supplied for further investigation. The control y was confirmed to be the source of the leak. A relatively low 9psi ((B)(4)) was required for the leak to occur. There were no other concerns noted with the surrounding parts or bonds. Root cause: this is an issue that occurs during the molding process at the supplier, from which avoid or gap in the control y is the result. During centrifugation, the control y is subject to high internal pressure and an opening can form in the knit line which can allow a leak path. This sort of leak is a very fine mist that will dry before landing on the centrifuge's leak detection device. Corrective action: the root cause has been identified and an immediate corrective action has been implemented at the supplier. The corrective action is to increase the maximum time allowed for filling of the mold to ensure an adequate resin injection time. This allows for a complete weld line of the part.